Manufacturer narrative:
Evaluation summary: there is no indication for a manufacturing related factors that could cause the blockage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to released criteria. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cutting the shunt, lumen openings were found on both sides of the restriction unit and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
During a glaucoma implantable filtration device (gfd) surgery a surgeon reported the device did not drain. The gfd was replaced with another during the same procedure.